Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog #: unknown, lot #: unknown, unknown femoral component, catalog #: unknown, lot #: unknown, customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address disassociation of the articular surface from the tray. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: implantation occurred on unknown day in 2011 reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.